Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Customer was assisted in resetting the pump by technical support, and was informed to continue using the pump and call back if the malfunction recurred. The customer acknowledged and understood the instructions.